Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a biourethral support system procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).